Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Of note, multiple patients were noted in the article; and a one to one correlation could not be made with unique device serial numbers. The average age was 24 years old. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: frequency of cied remote monitoring: a quality improvement follow-up study pace - pacing and clinical electrophysiology 2019;42:959¿962 doi: 10.1111/pace.13707. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding cardiovascular implantable electronic device (cied) and leads. The authors conducted a retrospective cohort follow up study which showed there were device and lead malfunctions that were actionable events to include revision. Additionally, there were cases of arrhythmia. The disposition of the devices/leads is not known. Further follow up did not yet yield and additional information. No further patient complications have been reported as a result of this event.